Manufacturer narrative:
Follow-up #1 05/10/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2012 with the following findings: the ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and miscolored.

Event description:
On (B)(4) 2012, the reporter contacted animas alleging that the ok and up arrow keypad buttons began sticking 3 days ago. The ok and up arrow buttons reportedly required multiple button presses in order to elicit a response. The patient reportedly wore the pump in pocket on the outside of his clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.